Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Device was returned empty. Evaluation of malfunction root cause in progress. (B)(4) 2014 narrative - device evaluation from same lot. Please see attached root cause report and CAPA report.

Event description:
When calling office regarding a current recall on said product I spoke to the assistant. She said that they have had the extrusion issue and when the dentist tried to extrude it she felt the resistance and then it shot up her arm on her lab coat. She squirted it out on her glove first and that is how it got all over her lab coat. She said that the syringe is empty, but it is lot#010103.

Event description:
When calling office regarding a current recall on said product I spoke to the assistant. She said that they have had the extrusion issue and when the dentist tried to extrude it she felt the resistance and then it shot up her arm on her lab coat. She squirted it out on her glove first and that is how it got all over her lab coat. She said that the syringe is empty, but it is lot #010103.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Evaluation of malfunction root cause in progress.